Event description:
The initial reporter stated that the pump would prime but that it wouldn't run. They felt that it was not feeding fast enough and stated that they "wanted a pump that goes faster". The caregiver stated that they are holding down the prime key to feed the patient. They stated that this caused the patient to vomit and they went to the emergency department. The initial reporter did speak to a clinician with mmd, who did advise that the pump rate of 52 ml/hr was about 1/4 cup formula per hour. The initial reporter disconnected the call at that time. Mmd did attempt follow up with the initial reporter but those attempts were unsuccessful. They did not report any adverse effects due to the complaint. No additional information was provided. [Complaint- (B)(4)].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.